Manufacturer narrative:
The insulin pump button error alarm and no act button response due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm during bolus. The customer reported that she was unable to clear the button error alarm. The customer's blood glucose was 43 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.